Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The necessary manufacturing history was not provided for review. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k023357. This report is number 2 of 4 MDR's filed for the same patient (reference 3002806535-2016-00562 / 00563 & 1825034-2016-02658 / 02659). Product location unknown.

Event description:
It was reported that patient enrolled in a clinical study and underwent a right closed reduction procedure approximately one month post-implantation due to luxation.